Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. The device was changed out and this lead once again exhibited an out of range measurement. The vector was then reprogrammed and acceptable measurements were achieved. This lead remains in service and will continue to be closely monitored. No adverse patient effects were reported.